Event description:
Revision surgery - the stem was in varus and causing pain for the pt.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 1.4 years of patient use. The outcomes attributed to the event are required intervention to prevent permanent impairment/damaged. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the pain was most likely the positioning of the stem being varus. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.